Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The root cause could not be identified. The patient was healthy, but his blood pressure increased because he was not taking his medication. The patient was stable until the third biopsy, when the patient became restless. Post-biopsy bleeding prevents homeostasis from being achieved, leading to cardiac arrest. The hospital is conducting an internal investigation to determine the cause of death, but it is unclear at this point whether the death was a direct result of the surgery. The evidence obtained from investigation did not lead to the identification of the cause. Institutions believe that device problems (imaging abnormalities) are not directly related to the death of a person. An image quality error message was displayed on the screen and the display was interrupted. The facts obtained with investigation and the failure to return device did not lead to the identification of the source. The error log has not been confirmed because it is not a product with a logging function. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H6: health effect- clinical code appropriate term: restless and unsettled. The subject device was returned and evaluated. Technical evaluation has confirmed the reported fault; the video image condition is blurry. Other findings were worn light cover glasses adhesive, worn optical cover glass adhesive, worn distal end adhesive, crush marks on insertion tube and the biopsy channel was leaking. The suggested root cause was fluid ingress due to poor user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during endobronchial ultrasound procedure using this evis lucera ultrasonic bronchofibervideoscope, the image quality was poor, and an error message was observed on screen, disrupting the view of the imaging.  Following error messaged was displayed:  data release to the server failed.  Check the connection of the server and execute again (us6302).  The patient was undergoing the endobronchial ultrasound procedure as indicated for lung cancer.  The patient was reported to be well at the beginning of the procedure, but the blood pressure was elevated because of medications not taken.  The patient¿s past medical history was significant pre-existing health conditions such as right hemi colon cancer in 2021, hypertension, liver disease and diabetes. The patient was stable until the third biopsy and then became restless and unsettled.  Post-biopsies, patient developed bleeding and the medical staff was unable to achieve homeostasis.  The patient then went into cardiac arrest. The patient died the same day as the procedure. The customer is conducting an internal investigation to understand cause of death.  The customer stated that the device issue was not considered directly related to the cause of death.  At this time, it is unknown if an autopsy was performed.  Information regarding autopsy was requested but not received.